Manufacturer narrative:
Additional code: 2595. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable broke off and became lodged inside the usb port of the pump. Subsequently, the usb port began "sparking". There was no adverse impact to the customer's blood glucose level. The customer declined to provide additional information to tandem technical support regarding the issue.